Event description:
It was reported that the customer initiated an extended bolus; however, the screen on the pump indicated it was still delivering the remainder of the bolus although the programmed duration had passed. The customer aborted the bolus. Tandem technical support (cts) reviewed pump history and logs and confirmed the entire extended bolus had been delivered and that an extended bolus was aborted past its programmed duration. At the time of the event, the customer's blood glucose (bg) level was 300 mg/dl, but the customer did not believe they received the necessary bolus amount. Therefore, the customer delivered an additional bolus. Bgs decreased to 60 mg/dl. Customer drank juice to normalize bg level. During follow up with the customer, cts discussed the extended bolus feature and how it can be canceled. The customer acknowledged and stated the extended feature would not be used for time being.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.